Event description:
During a laparoscopic roux-en-y procedure, the harmonic scalpel stopped working in the middle of the case. Possibly used over staple line. Case was completed with another device of the same product code. There was no reported patient consequence and 1 device is returning.